Event description:
Pt was admitted to hosp ER in respiratory distress. Pt was already on a portable volume ventilator upon presentation to ER. When removed from ventilator, distress ensued. When returned to ventilator, by hosp personnel who were not familiar with operation of unit pt was using. Upon reconnection to hosp unit, pt condition improved. A lack of user knowledge of the unit the pt was using, is the probable cause of distress during use. Device examined by MFR rep and a determination was made that the incident was most likely due to a lack of user knowledge.